Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned and evaluated. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is expected to be returned for evaluation, but has yet to be received. The evaluation and investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the visera 4k uhd camera control unit, there was an e117 error code. The issue was found at preparation for use, there was no procedural impact, and the procedure was completed with a similar device. There was also no patient harm associated with the event.